Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that post implant (unknown duration) of this bioprosthetic valve in the pulmonary position in a pediatric patient, it was replaced valve-in-valve due to increased gradients. Prior to replacement, this valve was crossed with a pigtail catheter, revealing gradients measuring 58 mmhg. Right ventricular pressure was 80/8 mmhg with a main pulmonary artery pressure of 22/14 mmhg. Post intervention, the gradients were measured at 7 mmhg, right ventricular pressure was 30/6 mmhg and main pulmonary artery pressure was 22/14 mmhg. No further adverse patient effects were reported.